Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon was struggling to implant an identical stem size in the existing cement mantle. The surgeon completed the case using another stem.